Event description:
Caller reported blood glucose results of 527 mg/dl on inform ii system 1, 231 mg/dl on inform ii system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is inform ii system 1, medwatch with identifier (B)(6) is inform ii system 2.